Manufacturer narrative:
The investigation included review of complaint text, review of product historical data and product labeling. Field service inspected the cell-dyn sapphire analyzer and found a hole in the tubing from the wbc cup to the optical flow cell. The tubing, tygon was replaced to resolve the issue and was identified as the likely cause .review of historical data did not find a product issue related to the complaint incident. A review of the historical data associated with cell-dyn sapphire, serial (B)(4) found the preventative maintenance was performed on the instrument the day the field service representative repaired the analyzer. There have been no subsequent reports associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the cell-dyn sapphire analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a. Patient information: no specific patient information was provided.

Event description:
The customer reported false depressed wbc results on the cell-dyn sapphire analyzer. The customer provided an example which generated an initial result of 0.5 (500/ul) and retest on a second analyzer generated 13.8 (13800/ul). No impact to patient management was reported.